Manufacturer narrative:
There is no allegation of system or component failure. No reports have been received of any external factors that are likely to have caused or contributed to migration within the 2 months between implant and revision. Migration is a known inherent risk of implantable neuromodulation devices.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat lower extremity pain. On (B)(6)2024 the firm was notified that the patient had experienced reduction in pain relief and xray imaging by the physician found that the implanted leads had migrated away from the intended target at the sciatic nerve. On (B)(6)2024 a surgical revision was performed in which the original leads were removed and new leads were placed back at the desired location. Visualization of the original leads did not identify any damage and the original implantable pulse generator (ipg) remains implanted and in use.